Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 2.0x12mm mini trek balloon dilatation catheter a negative could not be pulled after multiple attempts. It was thought that a hole in the balloon or somewhere along the shaft was allowing air in. The device was not used and the procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.